Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Address information was not able to be obtained, therefore, (B)(6) was used as a place holder.

Event description:
It was reported that the bd veo¿ insulin syringes with bd ultra-fine¿ needle 1/2ml 6mm (15/64") 31g had the hub separate from the device. The following information was provided by the initial reporter: in this package alone I also had one where the top came completely off.

Manufacturer narrative:
H6: investigation summary ; customer returned images of a shelf carton from lot 1277023. However, no images of the syringes in question were returned. No inspection of the syringes can be performed. A review of the device history record was completed for batch# 1277023. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Based on the images received, embecta was unable to confirm the customer¿s indicated failure of a bent needle. Root cause cannot be determined at this time as the issue is unconfirmed. H3 other text : see h10.

Event description:
It was reported that the bd veo¿ insulin syringes with bd ultra-fine¿ needle 1/2ml 6mm (15/64") 31g had the hub separate from the device. The following information was provided by the initial reporter: in this package alone I also had one where the top came completely off.